Event description:
The healthcare professional (hcp) of the home patient (hp) reported the hp was overfilled with fluid while using the homechoice cycler for apd therapy. Hcp reported during apd therapy the hp's abdomen appeared fuller than normal and the hp was bypassed into the drain phase of the cycle. The hcp reports that during the drain the hp removed approxiamtely 4000mls of solution, which is greater than the preprogrammed fill volume of 2200mls. Hcp relates that there was no patient injury or medical intervention as a result of this incident.